Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, no power on the device. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, no power on the device. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 03-jul-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary enhanced full height drawer 6 was not being detected. A field service engineer (fse) found liquid spill from ceiling. Fse disconnected, reconnected the drawer and powered it on, the drawer was popping out. Fse disconnected the controller board from the module board, module light emitting diodes were fine. Fse replaced the control board and drawer opened but pockets weren¿t detected. Fse found only one light emitting diode lit on each row board. Fse replaced all row boards and resolved the issue. Fse replaced the position sensor, which was accidentally damaged by rohan during control board replacement. The system functioned as intended after the field service engineer repaired the device